Event description:
It was reported the front left caster of the fell off the manual wheelchair during use, causing the patient to fall forward out of the wheelchair. The patient allegedly sustained a minor sprain; however, no medical intervention was required. No further patient complications were reported as a result of this event.